Event description:
It was reported that a shaft break occurred. A percutaneous transluminal coronary angioplasty was being performed. A 20mm x 2.50mm maverick balloon was advanced inside the guide catheter and the mid section of the hypotube broke 84cm from the hub. The balloon was removed and the procedure was successfully completed with another of the same device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Returned product consisted of a 2.50mm x 20mm maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation 83.5cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported shaft break, as the hypotube had a complete separation.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. A percutaneous transluminal coronary angioplasty was being performed. A 20 mm x 2.50 mm maverick balloon was advanced inside the guide catheter and the mid section of the hypotube broke. The balloon was removed and the procedure was successfully completed with a different device without issue or patient injury.